Event description:
It was reported there is extremely loud fan noise from programmer and will sometimes give overheat warning. The programmer was returned for repair. There was no patient involvement.

Event description:
It was reported there is extremely loud fan noise from programmer and will sometimes give overheat warning. It was also reported the programmer head does not always make communication with device. The programmer and programmer head were returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the system fan was noisy. Analysis could not confirm the overheat warning. Device was left on for 48 hours with no fault found. It was also noted that the handle cover was broken. (B)(4).